Manufacturer narrative:
Reporter facility name: (B)(6) medical center. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for a foot navicular bone fracture with the guide wire and drill bit. During the surgery, the guide wire broke because the bone quality was very good. The surgeon used the drill bit to remove the fragment of the guide wire, but the drill bit broke. The surgeon tried to remove the fragments, but some fragments remained in the patient. The surgery was completed with fifty (50) minute surgical delay. The revision surgery has not been scheduled. Concomitant devices reported: drill bit ø2/1.15 cann l150/48 3flute (part number 310.221, lot f-29903, quantity 1) . This report involves one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The visual inspection confirmed that the tip of the guide wire is cut off. Approx. 25mm of the tip section. In addition, the shaft of the guide wire shows strongly grinding marks at the cut off section. Dimensions were checked and found to comply with the specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The k-wire is made from of stainless steel (1.4441 / 316l). As part of our quality process all devices are manufactured, inspected, and released to approved specifications. The complaint condition is confirmed as the guide wire is damaged; based on the visual appearance of the returned guide wire, it must be assumed that the tip has been cut off by the drilling (cannulate drill bit) during surgery. There were no issues during the manufacture of this product that would contribute to this complaint condition. This complaint condition is likely a result of method of use. Lateral strain during use might have caused a slight bending of the guide wire and foster the reamer to cut into the wire. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history review : part: 292.623, lot: 60p5509 , manufacturing site: balsthal , release to warehouse date: 13.jul.2020 . A manufacturing record evaluation was performed for the finished device lot number 60p5509 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.